Event description:
Complaint alleges: during a laparoscopic appendectomy, while clipping the appendix, the doctor attempted to close the clip, which would not close. The clip was closed by using another clip. No pt injury reported. Pt current condition reported, as fine.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint. A visual or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor trending relating complaints.